Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the lead was attempted to be implanted in a vein branch of the coronary sinus but not used due to placement difficulty. The lead became stuck in a vein branch with unacceptable electrical measurements and could not be removed. The lead was capped and a new lead was implanted. No patient complications have been reported as a result of this event.